Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10" message while wearing the freestyle libre 2 sensor and was unable to obtain readings. As a result, customer experienced a loss of consciousness and had contact with an hcp who provided "something to drink" for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.